Event description:
During the investigation, it was noted that the stent was partially protruding though the outer body distal end. No patient injury was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the outer body was compressed on its distal shaft just proximal to the distal marker and along several places on its distal shaft length . There was blood in the outer body. The inner body was slightly jammed in the outer body. The outer body was flushed with water. The sent was partially protruding through the outer body distal end. There was a lot of friction when the inner body was being pulled out of the outer body. The inner body was found to be kinked on its proximal shaft at 3.5 cm from its proximal end. It was also kinked and separated at 5.8 cm from its proximal end. The stent was fully deployed on the bench and was conforming to its visual specifications. Because of the high friction, the user may have applied excessive force between the inner body and the outer body in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. The observed partially protruding stent is believed to be a result of the failed attempt at stent delivery. Based on the investigation, it was not possible to determine the most probable cause of the reported issue.

Event description:
During the investigation, it was noted that the stent was partially protruding though the outer body distal end. No patient injury was reported.